Event description:
A nurse reported that the ophthalmic knife were found to be dull during surgery. The surgery was completed with an alternate knife. There was no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened knife, in a blister, in blister pack (bp) tray with blade facing point down in the tray was received for the report of dull knives. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming, therefore dull knives as described in the complaint was not confirmed, and the a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).